Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the circuit board caused the failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found that all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. There are no abnormalities found that may or could contributed to the reported phenomenon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found that the pk-sp port does not recognize the cable was not able to be duplicated as the reference test cable was tested on both of the left hand and the right hand sockets (ports) and noted to be working and functional however, during testing, the output power at pkrf overdose adjustment was found to be low due to faulty pkrf board. Using the reference test board, device was put in two (2) hour burn in test and unit passed with no issues observed. The device was observed running an old software version and needs to be upgraded. Unrelated to the reported issue, minor scratches were observed on the unit housing. Review of fault log showed error 400 ref 26, ten (10) times indicated a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings the reported issue of no pk-sp port output was not confirmed as the test cable was tested on both of the units left and right hand port and found no issues. The found failure on output power low output was found to be due to faulty pkrf board. This report will be supplemented accordingly following the investigations.

Event description:
It was reported that there was no pk-sp output present on the device generator, it would not recognize the cable (gyrus cord) plugged into the system. The issue occurred during preparation for use on a therapeutic transurethral resection of bladder tumor procedure. There was a five minute delay in the procedure however, the intended procedure was completed and the same device was not used. The model and serial number of the device used not provided. There was no patient involvement, no user injury reported.